Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was broken at the distal idlers pulley. The idler pulley spun freely, but has damages on the edge and on the surface. Engineering concluded that damage to the pulley was likely due to excess force contact and mishandling. The cable segment was sticking out at the wrist. The other cables at the wrist were not damaged. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing of the megasuturecut needledriver instrument, the cable on the instrument was noted to be broken.